Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suction was bent and the issue was found during sterilization. The suction was close to the 2.0mm error factor of being bent. There was no patient present when this issue was identified.

Manufacturer narrative:
Per report 1723170-2018-06260 follow-up 002, the evaluation/analysis details were incorrectly referenced. Patient identifier was updated to "none" as there was no patient involved with the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information about the straight suction was received from a quality engineer. The returned device was further examined using an incoming quality assurance tester, where it passed the divot test with an error of 1.8. The information highlights inconsistency in verification despite reported physical damage which should have prevented the tool from being accepted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The straight suction was returned for analysis where the reported damaged was confirmed. The tool was unable to verify when attached to a known good tracker, returning a divot error of 2.5mm to 3.2mm. The hardware defect is tracked through an internal system. If information is provided in the future, a supplemental report will be issued.